Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 (type ii bone) in site (B)(4). Primary stability was achieved. Osseointegration was not achieved. Peri implantitis was involved in the event. The implant was removed on (B)(6) 2012 due to mobility. Medical history: no significant findings.